Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4). Note: an error occurred while submission of this report, 2 acknowledgement were received, therefore the report re-submitted.

Event description:
The complaint was reported by a customer from (B)(6): delivery issues.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The complaint was reported by a customer from (B)(6): delivery issues.